Event description:
The customer reported a failure of the ECG trunk cable. There was no patient involved.

Manufacturer narrative:
Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Serial number unknown. Phone not provided. A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported a failure of the ECG trunk cable. Patient involvement is unknown. There was no reported patient incident/injury.